Event description:
It was reported that an asymptomatic patient presented in clinic with device exhibiting non-sustained lead noise due to post paced t wave oversensing. Therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.